Event description:
It was reported that the device reached elective replacement indicator after less than one year, and the right atrial lead threshold was high. The device was explanted and replaced. There was no information available regarding the lead status. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device met 94% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Performance data collected from the device was analyzed. Battery depletion was indicated as time of recommended replacement time in save to disk occurred on (B)(4) 2012 device rrt<=2.6251 volt. The weekly battery voltage trend data shows bat equals 2.628 to 2.614 volts between (B)(4) 2012. There was one patient alert for low battery voltage on (B)(4) 2012 02:15:00.